Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block h6: device code a0401 captures the reportable event of basket wire detachment.

Event description:
It was reported that during a ureteroscopy procedure, it was noticed on the ureteroscope that the zero tip basket wire was broken and was not attached. The procedure was completed with another of the same device with no patient complications.